Manufacturer narrative:
Expiration date: na, model #: csk-tc10, lot #: 052616. Description: csk tc electrode, 10 cm quantity: 2, model #: csk-tc10, lot #: 040815. Description: csk tc electrode, 10 cm quantity: 1, model #: csk-tc10, lot #: 061814. Description: csk tc electrode, 10 cm quantity: 1.

Event description:
A report was received that the electrodes were sent back for repairs. Device analysis showed that multiple electrodes were not working due to the broken shafts from the hub.